Manufacturer narrative:
UDI (di) (B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up in backup vvi. The device was explanted and replaced. No additional information available.